Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the valve dislodged and was left in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted without any issues. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.